Event description:
It was reported that since a patient¿s implantable neurostimulator (ins) replacement, she got an infection from it and was told to turn it off for a couple of days. It was like the patient had ¿a bladder again¿ and was up going to the restroom 15 to 20 times a night. The patient turned the ins off for a couple of days and was going to turn it on the day after the report and see how it went. The patient was going to see her doctor the following week. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v399339, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.